Event description:
The rear tip extenders were removed from the pt because the cylinders inserted were too long and the rear tip extenders had severe ventral chordee and kinking of cylinders. Graft was used for corporal grafting.